Event description:
Meter was prompting error 1 message. The patient did not have symptoms of high or low blood glucose level at the time of concern. A relative brought the meter to the pharmacy for assistance. The patient received no treatment. There is no indication that the patient experienced injury or medical intervention due to the product. The customer care representative (ccr) walked the relative through retesting and the error 1 prompt appeared. Based on the unresolved error1 prompt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.